Event description:
When counting the raytec sponges scrub tech only counted 8 when there should have been 10. Recounted by scrub, recounted by rn, bagged and taken out of room, new raytec sponges needed to be opened, due to incorrect amount.